Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective stimulation coverage from the scs system. As such, the patient underwent surgical intervention on (B)(6) 2018, wherein two model 3186 octrrode leads were implanted. The model 3228 penta lead remained implanted. Reportedly, the patient received effective therapy following the procedure.